Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation; however, difficulty crossing the lesion was encountered. Furthermore, during the first inflation at 10 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of same device. There were no complications were reported and the patient was in good condition post-procedure.